Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead has been exhibiting noise which has increased since device replacement. This patient presented with fatigue and headaches and device evaluation was requested. The noise was observed without the patient moving. Low sensing measurements and oversensing were also reported. Lead insulation damage was suspected as no programming options resolved the clinical observations. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.